Event description:
When the physician positioned the 1st coil ¿ micrusphere 10 cerecyte microcoil 3 mm x 5.4 cm (csp10030030/g13693) to the target, he found it cannot be detached. The coil was withdrawn and changed to a competitor's coil to complete the procedure.

Manufacturer narrative:
When the physician positioned the 1st coil ¿ micrusphere 10 cerecyte microcoil 3 mm x 5.4 cm (csp10030030/g13693) to the target, he found it cannot be detached. The coil was withdrawn and changed to a competitor's coil to complete the procedure. No injury to the patient was reported. There were no damages noted on the coil after use. The same detachment control box (details unknown) and connecting cable (details unknown) were used to complete the procedure. A pre-deployment electrical check was performed. The low battery light and fault light were not seen during the case. Upon pressing the power button, all lights illuminated.tthe green system ready light illuminated. During the detachment cycle, the detachment light illuminated. The audible sound beeped. All connections appeared to fit properly without application of excessive force. The device was returned for analysis. The device positioning unit (dpu) failed electrical testing with resistance at 0.0 ohms and the enpower systems ¿go¿ green light failed to illuminate. The most likely contributing factor to the coil¿s non-detachment was due to wiring or a solder joint connection. The circumstances of how and where this damage occurred cannot be determined, as all microcoil systems are electrically tested prior to final packaging. In addition, without the return of the complete unidentified detachment system and the unidentified microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. It was not stated in the event description that a pre-deployment electrical check was performed. If a pre-deployment electrical check was not performed, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿verify the functionality of the micrus microcoil delivery system before proceeding with microcoil placement. This needs to be done with the microcoil still in the hoop. To verify proper dcb and microcoil functionality a connecting cable and microcoil must be connected to the dcb unit. After verification of the dcb and connecting cable, turn off power to the dcb and disconnect the connecting cable from the microcoil until the microcoil is ready to be detached. Please refer to the detachment control box instructions for use section, located near the end of this document, before proceeding¿¿ the complaint is confirmed; however, without the return of the entire delivery system no root cause can be definitively established. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the available information and the analysis of the returned device, no corrective action is warranted at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt.